Manufacturer narrative:
The device was received for evaluation. Visual inspection did not reveal any issues with the port; however, the bottom left weld was found to be leaking. Microscopic inspection revealed that the weld was not sealed completely to the edge of the bag. Functional testing was performed, and also revealed a leak from the bottom left weld. The cause of the condition was not determined. To address this issue, the supplier of the component has been notified of this condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak from the middle port of a exactamix 2000 ml eva tpn bag. This was noted before patient use. There was no patient involvement. No additional information is available.